Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive. The customer blood glucose value 174 mg/dl at the time of the incident. The customer stated that the buttons stop responding and the screen started had lines across it. The customer reported that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Unable to confirm button keypad anomaly, display anomaly or perform the self test and displacement test due to blank display anomaly.